Manufacturer narrative:
Results evaluations: preliminary investigation confirmed leakage. The leakage portion was located in the bonded portion between the cuff and the tube. The sample has been forwarded to the mfg site for further investigation. Upon receipt of the completed investigation a follow-up report will be submitted.